Event description:
The physician attempted an arteriotomy closure with the perclose a-t (closer ak) device after an unknown procedure. It is unknown whether fluoroscopy was performed prior to the procedure; therefore, the size and the condition of the vessel are also unknown. Reportedly, the physician did not have any issues with the insertion and deployment of the device. However, removal of the device was "difficult." Ultimately, the physician was able to remove the device from the pt's groin, but upon examination of the device it was noted that the posterior foot was missing. The location of the missing foot is unknown. The pt was discharged to home and to date has not experienced any adverse reactions.